Event description:
The customer reported that the unit is not charging the battery. No pt involvement was reported. The customer tried using a second battery but the issue remained.

Manufacturer narrative:
(B)(4). The customer reported that the unit is not charging the battery. No pt involvement was reported. The customer tried using a second battery but the issue remained. Philips informed the customer that this device has been out of support since (B)(6) 2006 and that service/parts are no longer available. The device remains at the customer site. Based on the customers's report, we will consider this a malfunction. We cannot determine the cause.